Event description:
Related manufacturer reference number: 1627487-2024-08136, 1627487-2024-08137. It was reported that patient experienced an infection at the ipg and leads. Patient was given IV antibiotics. Surgical intervention was undertaken wherein the drg system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire drg system was explanted; however, no explanted products were returned for analysis. The infection was treated with IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.